Event description:
It was reported that during a craniotomy, the drill began heating up. The procedure was completed with the same drill, without causing a delay in the procedure. There was no patient or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation requires it.